Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported through remote transmission that noise was observed on the right ventricular lead. The patient received inappropriate shock. The patient was instructed to present to the emergency room for lead reposition. Upon revision, lead dislodgement was observed. The lead had coiled up around itself and pulled back. Twiddler¿s syndrome was suspected but not confirmed. The lead was explanted and replaced. Patient was in stable condition before, during and after the procedure